Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 - medical products: item #96-6577, lot # ni; tmj system 2.0x7mm fossa x-dr screw; quantity (B)(4). Item #24-6562, lot # 01990b; tmj sm rt fossa comp. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections a1, b4, b5, g3, g6, h2, h3, h6, h10 and h11.

Event description:
It was reported that the patient underwent a right-side tmj procedure, and consequently was revised due to four screws backing out of the fossa implant. New right-side implants were placed during the revision. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10-medical products: item #96-6577, lot # ni; tmj system 2.0x7mm fossa x-dr screw; quantity (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.